Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: promus select ous mr 32 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks along several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31-aug-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery, the 80% stenosed, 29mm x 2.75mm, concentric, de novo target lesion with a significant bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. Pre-dilatation was performed using a 2 x 9 maverick balloon catheter with 40% residual stenosis. A 32 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of same device. Post-dilatation was performed using a 2.75 x 12 balloon catheter. There were no patient complications reported and the patient status was stable. However, device analysis revealed stent damage.